Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wc2n 4.2 main drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 on the main not detected on bus. The field service engineer (fse) logged in as admin and opened diagnostics, where all pockets were found greyed out. The station was shut down, the back panel and drawer 4 were opened, and the row board cable was disconnected and reconnected. The station was then powered back on. The system functioned as intended after the field service engineer (fse) resolved the issue.